Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds and high out of range pacing impedances greater than 2000 ohms. A chest x-ray was obtained that showed an incorrect lead connection. The system was reprogrammed to reduce pacing and a revision procedure will be scheduled to correct the connection. The patient has an intrinsic rhythm so there were no adverse patient effects were reported.